Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing process. Customer changed the infusion set and cartridge twice. Customer successfully resumed insulin therapy. Customer's blood glucose was 220 mg/dl.